Manufacturer narrative:
Lot number provided as 7007133. This part number / lot number combination could not be validated by the manufacturer. If/when the product is returned or more information is received, the lot number can be verified. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cervical surgery as the surgeon was tightening down a screw in a plate the tip of the extraction screwdriver broke. The tip of the screwdriver was retrieved. An alternate device was available for use. There was no delay to surgery. Concomitant devices reported: trial holder (part unknown, lot unknown, quantity 1), plate (part unknown, lot unknown, quantity, 1), screw (part unknown, lot unknown, quantity, 1). This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Service history review for part#352.311/lot #unknown. No service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.